Event description:
I have a heartmate 2 lvad installed in (B)(6) 2014 at (B)(6). Earlier this year I experienced alarms from the lvad controller going off randomly when I was off my batteries, and on wall power. It was determined that I had a short to shield issue and an ungrounded power cord stopped the alarm. We had the external portion of the driveline spliced to new cord, that did not remedy the problem. The short to shield was on the internal part of the drive line requiring surgery to replace the pump and then internal driveline. In the middle of (B)(6), we discovered an infection on the internal driveline that necessitated IV antibiotics. It made sense to have the replacement of the defective drive done at the same time. Surgery is complete and no more short to shield issues.